Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (40 mg/dl). Customer's health care professional recommended pump setting adjustments to correct low blood glucose levels. Customer drank chocolate milk to stabilize blood glucose levels.